Manufacturer narrative:
The device remains in use and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 1 year, 8 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 during a routine examination, a driveline infection was observed with pain, reddening and pus at the driveline exit site. Cultures were positive for stenotrophomonas maltophilia. The exit site was treated with flaminal and antibiotics were given. The patient remains discharged at home. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2017, the patient was readmitted to the hospital for surgical treatment of the driveline infection. A wound revision and an incision and drainage were performed. A vacuum assisted closure dressing with flushing solution was applied. The patient is reportedly well and the pump was working as expected. No additional information was provided.